Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-53863.

Event description:
The customer reported via phone call that all of the infusion sets in one box had a bent cannula. Customer's blood glucose was 413 mg/dl at the time of the incident. Customer stated that he treated with a syringe per the pump's prompts for correction. Customer stated that he is really good at putting the infusion set in but he has gone through 9 out of 10 infusion sets. Customer stated that the issue started on (B)(6) 2016.